Event description:
It was reported, in 2008, the patient underwent the surgery with long gamma nail. (It was the subtrochanteric fracture, so the surgeon open the fractured bony part and he reduced fracture by using surgical ligature). Till 6 weeks after operation, the patient had load restriction, then he started to underwent rehabilitation. After 3months, 7months, 9months, the patient had made good progress after the operation. In 2009, the patient went to the hospital, because the patient had felt the pain. The following month, the surgeon found that the nail was broken. The surgeon is planning to remove the nail three days later.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.